Event description:
It was reported via repair work order that the patient left abduction would not lock in place due to a damaged abduction ring gear. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.